Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Litigation papers allege the pt will be revised to address hip pain. It is further alleged that the asr hip implants are releasing metal ions into his body.

Event description:
Customer reportedly received results of 356 mg/dl and 166 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.